Event description:
It was reported via repair work order that the foot end lift was elevated and inoperable due to a pinched power coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.